Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was monitored for 24 hrs. The battery was removed from pump and monitored for 10 minutes. Unit power up properly after insertion of the battery and no pump error were noted. No pump error was noted or found at the pump history files. Pump was returned for power error. The power management tool confirmed pump error was triggered when backup battery unloaded voltage (was less than 3.7 volts for 240 consecutive minutes. Detailed trace confirms that the root cause is the non-sleep anomaly software error. Unit received with minor scratched display window and case.

Event description:
It was reported that insulin pump received a pump error alarm and insulin pump was alarming every four hours. After troubleshooting, it was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was monitored for 24 hrs. The battery was removed from pump and monitored for 10 minutes. Unit power up properly after insertion of the battery and no pump error were noted. No pump error was noted or found at the pump history files. Pump was returned for power error. The power management tool confirmed pump error was triggered when backup battery unloaded voltage (was less than 3.7 volts for 240 consecutive minutes. Detailed trace confirms that the root cause is the non-sleep anomaly software error. Unit received with minor scratched display window and case.